Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag along with a bl5425wv pack label from lot v4443. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Functional testing could not be performed due to the severity of the bend in the needle. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during surgery the cutter would not cut. There was patient contact. The doctor removed the cutter and they opened another one. They continued with the procedure with no issue.